Event description:
Foreign health facility reported to our international affiliate that the tubing was coming apart. Upon turning the pt, the arterial line broke just below the stopcock. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Product has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be submitted, as soon as the investigation has been completed.